Manufacturer narrative:
(B)(4). Additional information: was there a drop in pressure? If yes, did this affect the visibility of the surgeon? No information. What was the gas consumption rate or volume (liter/minute)? No information. Were you able to identify where the leak was coming from? No information. Was a device inserted in the trocar during the leaking? If so, what device? No information. Was any torque being applied to the trocar or device? No information. The analysis results of the device found that it was received with the duckbill partially detached from the sleeve leading the reported insufflation issues. One potential cause for the damage found may be the snagging of an instrument during insertion. It should be noted that an investigation has been initiated to address the potential root cause of the duckbill out of position issues. As the obturator was not received and it is the part that has the batch stamped, we did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances.

Event description:
It was reported that during a laparoscopy-assisted distal gastrectomy procedure, the abdominal air leaked. The device stopped working. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.